Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A gross visual inspection and microscopic inspection were performed and identified a missing luer connector and pull ring cap. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the ultraset bag with y-set became disonnected during fill one of peritoneal dialysis. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.